Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the mid-300's mg/dl, the customer attempted to address their bg level by delivering correction boluses. The customer's bg level continued to increase and was then hospitalized due to a bg level of 510mg/dl and diabetic ketoacidosis. During the hospitalization, the customer was treated with an intravenous insulin drip. The customer was released from the hospital the following day. System check with tandem technical support indicated the pump was performing as intended. The customer reported that manual injections were going to be used for insulin therapy.